Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the bisector. There was some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. However, when the blade was advanced and retracted, it would not cut through the saline-soaked gauze. Based upon this, the reported failure "dull/would not cut" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 bisector was not sharp enough; it would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.